Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Some creases were observed on the anterior and posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent within shell abrasion on the posterior aspect, measuring approximately <0.1 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within shell abrasion was found on the device. Shell abrasion, suggesting in-vivo folding or creasing of the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- mentor smooth round moderate profile 250cc saline breast implant, serial number (B)(4), catalog number 3501635. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the replacement devices are as follow: left replaced with 3503501bc, serial number (B)(4), right replaced with catalog number 3503501bc , serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/19/2019, indicated that the patient underwent bilateral removal and replacement with new implants. Manufacturer¿s reference number: (B)(4).